Event description:
Customer reports the room has no fluoro. Customer reports staff preparing room for procedures when they discovered no fluoro capabilities.

Manufacturer narrative:
Liebel flarsheim manufacturing report: field service engineer troubleshoot the system using sedecal service manual and found loose modex wire connection on the 6 panel at the connection in the sedecal generator, which were causing several errors if moved about. These connections were re-secured and afterwards the errors did not re-occur. The system was tested and verified for proper operation using sedecal service manual. System returned to full service by the customer.